Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an infection while wearing an adc freestyle libre sensor. Customer reported on (B)(6) 2018, the sensor site felt "tender and sore" and she removed the sensor after 5 days of wear and "washed the area with warm soapy water, used an (unspecified) over-the-counter antibiotic ointment, and placed a band-aid over the area". On (B)(6) 2018, customer had contact with a doctor who observed the sensor site and "took the puss out" and prescribed doxycycline hyclate 100mg (oral antibiotic), mupirocin 2% (topical antibiotic), fluconazole (oral antifungal), and latex-free band-aids for treatment. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported experiencing an infection while wearing an adc freestyle libre sensor. Customer reported on (B)(6) 2018 the sensor site felt "tender and sore" and she removed the sensor after 5 days of wear and "washed the area with warm soapy water, used an (unspecified) over-the-counter antibiotic ointment, and placed a band-aid over the area". On (B)(6) 2018 customer had contact with a doctor who observed the sensor site and "took the puss out" and prescribed doxycycline hyclate 100mg (oral antibiotic), mupirocin 2% (topical antibiotic), fluconazole (oral antifungal), and latex-free band-aids for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
This serves as a correction report. (Unique identifier (UDI) # ) was incorrectly documented in the initial MDR 30 day report.

Event description:
Customer reported experiencing an infection while wearing an adc freestyle libre sensor. Customer reported on (B)(6) 2018, the sensor site felt "tender and sore" and she removed the sensor after 5 days of wear and "washed the area with warm soapy water, used an (unspecified) over-the-counter antibiotic ointment, and placed a band-aid over the area". On (B)(6) 2018, customer had contact with a doctor who observed the sensor site and "took the puss out" and prescribed doxycycline hyclate 100mg (oral antibiotic), mupirocin 2% (topical antibiotic), fluconazole (oral antifungal), and latex-free band-aids for treatment. There was no report of death or permanent injury associated with this event.